Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the buttons of the insulin pump were harder to press and to work several times. Customer¿s blood glucose level was unknown. Customer stated that the screen was scratched and had to turned tilt to certain light to read and motor was slower during rewind. Customer also stated that few random unexplained no delivery alarms and had to prime more than few times. The insulin pump will not be returned for analysis.